Event description:
Information received by medtronic indicated that the insulin pump had multiple power error 3 times in week. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 found on 07-jun-2022. The pump passed the displacement test, active current test and self-test. Unit did not pass the sleep current test due to high current, problem isolated to pcba 1. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump error 25 was not found in the history files or traces. Failed battery test on 06/07/2022 09:28:20.000 and pump error 53 (esf3764385, file number: 632, line number: 5706) on 06/07/2022 09:28:17.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage motor, motor home switch and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window, scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 25 was not noted during testing and was not confirmed in the history files. Pump error 53 was confirmed in the history files and was due to a hardware error. Unexpected battery power loss and charge/battery lasts less than expected was confirmed, problem isolated to pcba 1. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.